Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing blood glucose levels over 400 mg/dl. Blood glucose level at the time of the incident was 530 mg/dl, which was treated with a bolus. Customer reported that at times, her head has felt swollen. Troubleshooting showed that the insulin pump was functioning properly. The insulin pump was not replaced or returned for analysis.